Manufacturer narrative:
An overlay comparison was performed on the returned lens and found that the lens meets specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of a pmma intraocular lens. After insertion of the pmma lens, the surgeon noted a capsular tear. The lens was removed and replaced with a different iol.